Event description:
The customer reported the safety seals "are falling apart". Motor had been used for surgery with no problems. While cleaning the motor, the safety seal was found to be in pieces. Pieces were contained within the motor-attachment area.